Manufacturer narrative:
The field service engineer confirmed the reported problem and replaced the da to mc cable per fco to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a da pcba adc failed vent inop occurrences. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. No patient involvement reported.